Manufacturer narrative:
The reported events of oversensing noise and pacing problem were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at the lead body consistent with procedural damage. Visual inspection found three external insulation abrasions breaching the outer insulation, one at distal to the connector boot consistent with friction to device can and the other two at proximal to the ring electrode consistent with friction to another implanted device or feature of the patient anatomy. The cause of oversensing noise and pacing problem was due to the exposure of the outer coil at the abrasion zones.

Event description:
It was reported, that a patient presented with over-sensing of noise. And inappropriate automatic mode switch noted, on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.